Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report 0001825034-2021-02421. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device showed damage to the sterile packaging blister with debris inside the sterile packaging, which is consistent with foam debris from the foam packaging inside the sterile barrier. The device history records were reviewed and no discrepancies were identified. The likely condition of the products when they left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.